Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer noticed that the monopolar coagulation energy was activated unexpectedly. The customer stated that the surgeon's head was away from the high-resolution stereo viewer (hrsv) and not controlling the instrument, yet they heard the sound of monopolar firing. The customer stated that the monopolar instrument was not grasping the tissue at the time and there was no patient injury. The customer received phone assistance from the technical support engineer (tse). The tse checked the system log but did not find any related errors. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The reported issue was addressed with phone support. The technical support engineer (tse) explained to the customer that the foot pedals inside the vision side cart (vsc) were incapable of firing the instrument. The customer would examine the surgeon side console's (ssc) foot pedals to assess their potential for becoming stuck during operations. The customer continued with the procedure as planned as the system was working properly at the time of the call. No site visit was conducted.